Event description:
Problems noted by rptr include ear pain off and on, vertigo, headaches, otitis media, right temple pain, right eye discomfort, dry eye and foreign body sensation diagnosed as chronic inflammation (by eye dr), mammary hypoplasia, closed capsulotomy on 9/17/79, 4/28/80, 2/20/84, capsular contracture, pain in left breast radiating to arm, eye problems, nodular changes in left nipple, sore tongue, nervousness, upper respiratory infection, neck node problems, adenopathy, weight loss, adenitis, pain in throat to jaw and neck, gastric reflux, cervical lymphadenopathy/rule out chronic lymphadenitis or reactive lymphadenitis, stomach gurgling, gastroesophagitis versus reflux, sore and weak muscles, coughing, cold, temperature (99), possible viral syndrome, fatigue, decreased sex drive, night sweats, nausea, lower quadrant mass (rule out bowel disease), bronchitis, urinary tract infection, numbness and tingling in fingers, depression, memory problems, arthritis symptoms in shoulders, chest, neck and back, joint swelling, pain and stiffness in fingers, hardening of skin around implant, muscle fatigue, swelling fingers, rashes on arms and back, breast tenderness with sharp burning pain, inability to sleep on side or stomach, eye and mouth dryness, insomnia, general aching and stiffness, swollen neck glands, coldness and pain of extremities (fingers and feet), and implants are getting smaller (possible leaking).